Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient encountered different alarms during the dwell 1 phase of treatment. The patient canceled the treatment and noticed some fluid in the cycler cassette compartment when the cassette was taken out. The patient was advised to discontinue the use of the cycler and to contact the pd nurse. Follow up with the patient's nurse indicated the patient did not report the fluid leak to the clinic. The nurse followed up with the patient's caregiver and reported the patient did not experience any adverse events as a result of the incident.